Manufacturer narrative:
(B)(4). Date sent 1/14/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch #515d28. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 515d28, and no non-conformances were identified.

Event description:
It was reported that during a (video-assisted thoracoscopic surgery lobectomy, it was observed that the ech60s (with blue reload gst60b) was blocked during firing. It has already successfully once, but the assistant-surgeon indicated that with the first firing the device already made a "different" sound. After the second firing, when it blocked, it was opened using the manual override handle. It partially fired. There was no patient consequence, no bleeding or leakage. The device was replaced by a new one, and the surgery could be finished successfully. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? After second firing it blocked. It was seen that it had partially fired (see original event description) was the firing sequence started but not completed? Yes, as per event description: partially fired. And first firing was ok. If yes, did the device deliver any staples? Yes, first firing ok. If yes, were the staples formed properly? Yes, first firing ok. If yes, was the staple line complete? Yes, first firing ok. Did the device cut? Yes, first firing ok. If yes, was the cut line complete? Yes, first firing ok. If yes, was there any issue with the cut line? Yes, first firing ok. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.